Event description:
The device user (du) reported that four hours into the perfusion message codes 410 (low blood oxygen levels) and 2410 (low blood oxygen levels measured continuously for several minutes) appeared on the graphical user interface (gui) screen. There had been no other concerns during the perfusion until that point. The customer was traveling from the donor hospital to the recipient hospital and were approximately three hours away while stopped on the road. Po2 was observed to be 61 mmhg with the oxygen pump at 100% on the gui. The po2 value was remaining at that value. Arterial blood appeared bright red. All the other values on the gui were within range and there was no kinking or air locks throughout the disposable set. A large volume drop was also noted in the soft shell reservoir (ssr) with the recirculation pump running primarily consistently. There were no areas of bleeding identified. The data was plotted and it showed an inferior vena cava (ivc) collapse at the point where the volume dropped. Afterwards, the ssr slowly returned to its original value. The clinical specialist (cs) instructed the du to complete a stop/start of the system. Upon restarting the system, the o2 pump began at 10% and slowly increased until it reached 100% again. Po2 levels remained between 65 to 70 mmhg. Two senior cs were looped into call and attempted further troubleshooting with the du, however the problem remained unresolved. Further troubleshooting was discussed, however it was determined it po2 remains between 65 to 70 mmhg and svo2 is greater than 60%, the liver would be receiving adequate oxygenation. Subsequently, the liver was transplanted.

Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se inspected the device and found that the oxygen output was measured at approximately 30% with the air valve closed. The oxygen concentrator was pulsing and it never alarmed although the output was significantly impacted. An oxygen concentrator reset was observed after about a half hour of running. Therefore, the se replaced the oxygen concentrator and afterwards oxygen output was measured around 94%. Subsequently, the device passed all testing.